Event description:
The suggested arm vein wasn't used because it was very difficult to find and the vein on the right palm was accessed. Insertion was fast at first, but some force on the catheter stopped the catheter. They decided to withdraw the catheter. The user didn't peel away the needle and withdraw the catheter and stylet. They withdrew the catheter and stylet through the introducer needle causing the catheter to be cut and left a part of the catheter in the body. The vein was cut to remove the catheter.